Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the clinic for a device check. During the routine testing, it was noted that the right ventricular lead exhibited oversensing. The oversensing was not reproducible in clinic the lead was successfully reprogrammed and will continue to be monitored. The patient was stable prior, during and post event.